Event description:
Pt was a 17-year-old male admitted following a motor vehicle accident, with multiple orthopedic injuries on 4/29/94. At 0200 on 4/30/94 he was placed on peripheral pt analgesia device for mso4 infusion at rate of 2 mg/hr. Continuous, 2 mg bolus at pt initiation, with 10 minute lock-out (2-2-10) for post-operative pain control. He was assessed and had settings re-adjusted at 1140 to 1-2-10. Pt's vital signs, pain score sedation score all remained stable and unchanged throughout course of treatment until he was discovered pulseless and without bp at 0445 on 5/1/94. Resuscitation efforts were unsuccessful and the pt expired without obvious etiology. Pt has been sent to medical examiners office; results pending. The equipment was sequestered and biomedical engineering department performed initial evaluation with the vendor which revealed no evidence of machine malfunction (i.e. No air in line malfunction. Machine was running at programmed settings). The machine has been sent to the MFR for further testing. The p-pca was on a six month service schedule, last service date was 12/12/93.